Manufacturer narrative:
The lot was manufactured may 11, 2016 ¿ may 12, 2016. The device was received for evaluation with approximately 105 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak from the end of the tubing even though the blue winged luer was closed. There was no patient involvement. No additional information is available.